Event description:
A patient was found entrapped between the air flotation mattress and t-style half rail (on right side). The mattress and siderail were at the patient's sternal level and the lower extremities were touching the floor.further follow up information reveals that an independent biomedical investigation was done. It is the opinion that this event was the result of excessive compression of the air mattress by the patient's weight. This is related to the design of the mattress sections or baffles and the responsiveness of the compressor to pressure changes or redistribution of air volume within the mattress due to changes in patient position. The lack of maintenance of air pressure at the sides of the bed when under load allows full compression of the mattress down to a solid stop, in this case, the bed frame. Additional factors were the patient's attempt to possibly get out of bed unassisted, the slippery mattress surface, and the use of half rails.